Manufacturer narrative:
Based on the current information provided, the cause of the post-operative complication can be attributed to an unidentified duct of luschka which is a known but uncommon anatomic variant. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. According to the study coordinator, the observed adverse event is unrelated to the da vinci device. A system log review cannot be performed because the system logs are not available at this time. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing an unspecified da vinci-assisted surgical procedure, the patient was readmitted to the hospital for abdominal pain. A bile leak from the duct of luschka was identified and as a result, the patient underwent an ercp with stenting. The cause of the post-operative complication is due to a leak from the duct of luschka, a known but uncommon anatomic variant, that was undetected. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. Blank MDR fields: follow-up was attempted, but the patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields in patient information is not available.

Event description:
As part of a clinical study, it was reported that after undergoing a da vinci-assisted procedure on (B)(6) 2021, the patient was readmitted to the hospital on (B)(6) 2021 for abdominal pain. A bile leak from the duct of luschka (not the common bile duct) was identified. On (B)(6) 2021, the patient underwent an endoscopic retrograde cholangiopancreatography (ercp) with stenting. The patient reportedly did well with full resolution of the bile leak and was discharged home on (B)(6) 2021. According to the study coordinator, the observed adverse event was related to the procedure but not related to the da vinci device. Intuitive surgical, inc. (Isi) contacted, the physician's assistant (pa), and obtained the following information. The initial da vinci-assisted cholecystectomy procedure was conducted on (B)(6) 2021 as an emergency procedure. The surgeon had completed the initial procedure with no report of any issues or complications. On (B)(6) 2021, the female patient presented in the emergency room (ER with upper abdominal pain after eating, nausea, and an episode of vomiting. The labs indicated elevated liver enzymes. A bile leak from the duct of luschka was identified. The bile leak was related to an anomaly in the patient's anatomy, as the duct of luschka is a known but uncommon anatomic variant. Hence, it was not picked up in icg or under direct visualization. Therefore, the surgeon did not place a clip on the duct resulting in a bile leak. On (B)(6) 2021, the patient underwent an ercp with stenting. The patient reportedly did well with complete resolution of the bile leak and was discharged home on (B)(6) 2021. The pa confirmed the postoperative complication was due to a variation in patient anatomy . There was no report of an isi product or system malfunction during the initial robotic cholecystectomy procedure.